Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2021-16746. It was reported that patient experienced ineffective stimulation since the system was implanted. The patient¿s cervical system was explanted and replaced. There were no complications during the procedure. Patient was stable.